Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2023, and the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The suspected cause of the low bgs was due to the customer¿s personal profile requiring adjustments. The customer was feeling confused and felt they were going to pass out and they received third party assistance from emergency medical services (ems), who provided glucose gel tablet to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.